Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. It was reported that the lead continually dislodged and exhibited high out of range impedances. Once removed from the body, it was noted that the helix mechanism was no longer functioning appropriately. No adverse patient effects were reported. The lead was replaced without incident.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. No damages were noted at the lead¿s tip that would have contributed to the dislodgment.